Manufacturer narrative:
The force bipolar instrument was analyzed and found to have one bent grip at the base, causing misalignment of the grips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additional observation related to the reported complaint states that the instrument had a scratched grip tip. One side of the grip tips had several scratches. Additional observations found unrelated to the reported complaint included that the instrument had a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Further, the instrument was found with hairline cracks on grip input disk #7. Other backend components adjacent to the cracked inputs did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist of the force bipolar instrument stopped rotating properly and the hinge of the jaw was not properly resting in the correct position. The surgeon was unable to straighten the wrist due to the issue and an emergency wrench was used to remove the instrument from the patient side cart. The wrist hinge that was more or less dislocated became stuck on the edge of the trocar and it took several minutes to remove the instrument. The procedure was completed with no reported injury.